Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned in a plastic bag along with a bl5425wv pack label from lot v5722. The tip protector was in place as it should be. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The inner needle does not retract from the port causing the port to be blocked. Therefore the cutter cannot cut or vacuum. This cutter is not functioning as intended.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The cutter was working intermittently. They had just started the case when this happened, and opened another pack. The surgery was completed with no other issues. No impact to the patient.